Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.